Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) change out procedure it was noted that the set screw was missing. It was unknown what happened to it or if it was used. In addition, a foreign white substance was noted in the connector port of the ICD. Because of the set screw issue, it was reported that there was difficulty in removing the right ventricular (rv) lead. However, there was no concern of quality of the rv lead as no anomalies were seen on measured data. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.